Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous and calcified anterior tibial artery. Using a non-bsc sheath and guidewire, the 4mm x 20mm x 144cm coyote es balloon catheter was advanced and being used to dilate the lesion. The balloon was inflated to 6 atms then to 12 atms and ruptured at 12 atms upon third inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.